Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical errors for open safety valve, expiratory channel failure, communication error and mismatch between breathing and monitoring subsystems. On the following service the device was working without remarks. The service engineer reseated all the printed circuit boards and cleaned the contact points. Device software was also reinstalled. After that the device was reported stable. No further complaints have been received. Evaluation of received device logs confirms the occurrence of the reported technical errors and a stop of ventilation 5 days before the reported date of event. According to received information, there was no patient involvement. These errors suggest an issue with the expiratory channel printed circuit (pc) board although other issues may have caused the event. The conclusion is that an issue occurred with the device. It was detected by the system and alarms were generated. The pc boards were reseated in the device which resolved the issue.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated technical errors for open safety valve, expiratory channel failure, communication error and mismatch between breathing and monitoring subsystems. There was no patient involvement. Manufacturer ref. #: (B)(4).